Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) output connector wire was pulled form the connector. It was also indicated that the hanger assembly was broken, the case was broken, and two case screws were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.